Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review (DHR) confirmed that device conformed to specifications at the time of shipment. There were no abnormalities, special adoption, or variations in manufacturing. The root causes could not be identified. Based on the investigation, the probable causes are shown below: it was confirmed from the results of the DHR review that no cracks were found in the acoustic lens at the time of shipment. There were scratches on the distal end and lack of acoustic ray. Thus, it is determined that an external force was applied to the distal end, leading to the indication phenomenon of crack in the pink rubber and broken elements of the ultrasound image. The instructions for use, provided with the shipment of the device, includes the following statements: important information ¿ please read before use: do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images.

Manufacturer narrative:
Due diligence was executed for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the probe unit pink rubber had a crack. A leak was observed from the distal end. Additionally, the ultrasound image had some broken elements and the control knob had some play.

Event description:
As reported for this event, during reprocessing when the device cover was removed for the leak test, the crack in the distal end was noted. There is no harm reported to any patient.